Manufacturer narrative:
(B)(4).

Event description:
On 01/14/2024, the patient was at work when the had low readings, (no specific value) on the pump while the patient's bg was 215 mg/dl. The patient stated that the pump was getting the low readings which prevent him from getting insulin, which then caused the customer to feel sick and started throwing up, because his actual readings were going up according to the bg meter.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2024, the patient was at work when the had low readings, (no specific value) on the pump. It was reported that the pump gave insulin when the patient was low. He felt sick and started throwing up. The patient was taken to the hospital by his colleague. When a bg was taken by the doctor it was 400 mg/dl while the cgm had a low reading (no specific value). The patient was diagnosed with diabetic ketoacidosis and treated with IV therapy and insulin injections until his glucose stabilized. The patient was in the hospital for two weeks. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.